Event description:
It was reported that during follow-up, intermittent low sensing and high capture threshold were observed. Via fluoroscopy, the lead position was noted to be variable with the patient's respirations. The lead was explanted. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.